Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is a duplicate of MDR 2031642-2015-01098. Please see 2031642-2015-01098 for the full investigation. (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a vent inop condition, oxygen valve liftoff failure. No patient involvement reported.